Event description:
The customer tested his glucose and received a reading of 250 mg/dl using his contour ts meter. He retested using another meter and received a reading of 130 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. While troubleshooting, the customer performed control tests and received results of 431 and 491 mg/dl. The normal control range was 104-144 mg/dl. The customer used the last of his test strips while troubleshooting, so no product will be returned. A replacement meter was sent to the customer.